Event description:
6 restore implants on the same pt failed to integrate. Exact date of occurrence is unk. One person affected.

Manufacturer narrative:
On 5/3/99, a letter dated 4/16/99 was received indicating that the device identifier did not match the baseline report. A device identifier of r9010-38-25 was indicated on the letter. No evidence of an identifier of r9010-38-25, used on MDR report 2184002-1996-00182, was found. Co has however created this follow-up MDR report to reflect the correct brand name. Info contained in block d correctly indicates the product and is believed to link up with co's baseline report.